Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7118603.

Event description:
It was reported that the patient had an infection at the midline incision site. Signs of fluid discharge were noted at the incision site. It was stated that the cause of the infection was unknown and not procedure related. The patient had an antibiotics and will continue IV (intravenous) therapy.